Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, and minor scratches on the lcd window. No unexpected no delivery alarms were noted during testing.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer's blood glucose was 188 mg/dl. The customer stated they were unable to troubleshoot at the time of the call. It was reported the customer change their infusion set three times, but the alarm persisted. The customer stated the cannula was not bent upon removal of the infusion set. The customer requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.